Event description:
The percutaneous microwave tissue ablation (pmta) applicator was placed into the target liver tissue. The treatment consisted of several over-lapping ablations, the first 2 ablations were at 150 watts for 6 minutes. This was followed by 4 more ablations all at 180 watts for 6 minutes. The applicator was repositioned for the 7th ablation and upon initiation of the procedure, the system displayed a high reflective power reading on the generator immediately. The hcp again repositioned the applicator and tried further treatment with the same issue. The hcp then removed the applicator and observed the ceramic tip was missing.

Manufacturer narrative:
We have seen two distinct types of incident, namely short circuit-induced tip fractures, characterised by approx two thirds of the tip remaining in the target tissue and one third attached to the applicator. (Failure percentage is (B)(4)). Mechanically-induced tip detachment, characterised by the complete tip becoming detached from the applicator. (Failure percentage is (B)(4)). The first type is the occurrence at (B)(6) hospital. The corrective actions for both instances are as follows: during our investigation it has become apparent that the existing tip design did not always effectively isolate the two conductors of the coaxial cable. The isolation of the conductors was controlled by the mfg process and as a result was subjected to mfg variation. Therefore, in conjunction with the tip component MFR, we have introduced a coned feature to the antenna cylinder. The coned feature has shown through ex vivo testing in liver a significant reduction in the risk of an arc occurring between the two conductors by providing greater isolation whilst maintaining device functionality. (B)(4). Subsequent testing showed that tips bonded with the new ratio of powder to liquid had a reduced bond strength between the tip and shaft compared to the previous mix ratio. This impacted product mfg between early (B)(6) 2011. Further ex vivo testing in liver was carried out using the historic mix ratio of 1.5 to 1. The results of these studies confirmed that a mix ratio of 1.5 to 1 will significantly reduce the risk of further occurrence. Therefore, since early (B)(6) 2011, all applicators have mfg using a mix ration of 1.5 to 1.